Manufacturer narrative:
The customer provided the device log files and a video for review. Failure analysis confirmed automatic tube compensation (atc) was not enabled during the event shown. The zoll failure analysis lab performed bench testing using another similar device and was able to duplicate a 'no alarm on disconnect' condition under specific circuit conditions involving added resistance/restriction near the patient interface producing waveform behavior similar to the customer video. However, because the exact patient circuit configuration and conditions at the time of use could not be confirmed, a definitive root cause could not be determined and no specific device malfunction was identified.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited no disconnect alarm while being used on a patient. There was no patient harm reported.